Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog # unknown as information was not provided but referred to as either gunther tulip mreye, gunther tulip vena cava filter, cook celect vena cava filter, or cook celect platinum. Expiration date: unknown as lot# is unknown. Implant date: unknown as information was not provided. Since catalog# is unknown the 510(k) could be either k000855, k032426, k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook filter." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 02/14/2017 as follows: the [pt] allegedly received device implant via right femoral vein on (B)(6) 2007 due to pe and bilateral lower extremity dvt in right and left lower extremities. The patient alleges the device cannot be retrieved. Pps states that no retrieval/removal procedures have occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) correction--text deleted from additional mfg narrative-notes. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred."

Event description:
This additional information was received on 02/14/2017 as follows: the [pt] allegedly received device implant via right femoral vein on (B)(6) 2007 due to pe and bilateral lower extremity dvt in right and left lower extremities. The patient alleges the device cannot be retrieved. Pps states that no retrieval/removal procedures have occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Investigation was reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "the patient alleges the device cannot be retrieved. Pps states that no retrieval/removal procedures have occurred". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.